Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacturer date: monitor: 11/07/2012, electrode belt: 02/24/2015.

Event description:
A us distributor contacted zoll to report that a patient had passed away during the morning of (B)(6) 2020, while wearing the lifevest. It was reported that the patient was at home when the lifevest started to alarm. The device was prompting to perform CPR and the patient's daughter performed CPR until ems arrived. The patient was then transported to the hospital. The patient's doctor reported that the patient passed away due to a heart attack. The lifevest is intended to treat cardiac arrest and not a heart attack. The device acted as intended. Per clinical review of the available ECG data, asystole was detected six times from 08:29:17 to 08:38:10. ECG shows ventricular fibrillation (vf) degrading to asystole with electrode lead fall off and CPR/motion artifact. The patient was in sinus tachycardia at 100 bpm degrading to vf with motion artifact and electrode lead fall off. The rhythm then degrades to asystole with CPR/motion artifact and electrode lead fall off from approximately 08:04:59 until the electrode belt disconnection at 08:44:00 on (B)(6) 2020. The device properly detected vf. However, motion artifact and electrode lead fall off prevented the lifevest from treating the patient. The patient's monitor was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.